Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varice ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture was twisted inside the ligator head. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.